Event description:
It was reported that there were complications due to a monarc sling that was implanted. No further details are available at this time.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.